Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a piece of the preloaded intraocular lens (iol) was broken off when it was advanced through the loader. Additional information received confirmed that it was the trailing haptic that broke off. There was no patient contact. Another lens of different model (dcb00), but same diopter was used as the replacement lens. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 30, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, that the lens was received cut in half, and that a haptic was detached, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue haptic detached could be confirmed; however, based on the fact that the lens was cut in half it may be attributed to handling and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.